Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that there was no capture present on the lead six months post implant. The lead was explanted and replaced.